Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurred.